Manufacturer narrative:
Additional information was received that the cause of death was reported as cardiopulmonary arrest and is not related to the device or procedure.

Event description:
A report was received that the patient passed away. The cause of death is suspected to be caused by congestive heart failure, however, it has not been confirmed. It is unknown at this time if the cause of death is device or procedure related.

Event description:
A report was received that the patient passed away. The cause of death is suspected to be caused by congestive heart failure, however, it has not been confirmed. It is unknown at this time if the cause of death is device or procedure related.